Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for the right ventricular (rv) lead. The lead exhibited noise and was noted to be "broken"/fractured. The lead was replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.